Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 500 mg/dl at the time of the incident and she has given herself over 30unit. Customer took a manual injection of 8u and was told to change her set, so she attempted to and noticed insulin pooling in the res compartment. Customer states they are unsure if there is an air bubble in the reservoir. Customer reports fluid in the reservoir compartment. Customer performed self-test which was passed. Customer states the leak is past 2nd o ring. After troubleshooting, customer was advised the reservoir will be replaced. Customer acknowledged that her high blood glucose was due to the res leaking and not the functionality of the pump. The reservoir will be returned for analysis and pump will not returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per dop114-811 and es9041. Found reservoir no leakage anomaly when removing the plunger, plunger was easy to connect/release properly. Also inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal,bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir do not leak.